Manufacturer narrative:
Correction: force was used when removing the protective sheath / packaging stylette. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image was provided for review of a euphora shelf carton. The lot number on the shelf carton matches the lot number provided on gch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora coronary balloon catheter, a balloon burst/leak occurred during balloon inflation. The device was inspected prior to use with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not noted when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was later clarified that a balloon leak occurred. The device was being used to post-dilate a deployed non-medtronic stent. An inflation pressure of 10 atm was applied prior to the balloon leak. The leak occurred on the first inflation. The device was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later confirmed that the actual issue with the device was that the protective sheath of euphora balloon stuck to the device and could not be separated, therefore the device could not be used. The issue was related to the stylet removal issues prior to use and not a balloon burst. The device was not flushed in the hoop/placed in a bowl of saline to activate the hydrophilic coating. Force was not used when removing the protective sheath / packaging stylette. The device was not used in the patient and no attempts were made to load the balloon onto the guidewire product analysis: the device was returned for evaluation. The device was received with the balloon folds intact and with the stylette stuck in the device. A visual inspection found that the tip and the shaft were stretched. There were also kinks on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.